Event description:
It was reported that the subject device presented a non-functional display during an unspecified therapeutic procedure. The procedure was finished with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of front panel, the led (light-emitting diode) on the control panel did not light up. Olympus will continue to monitor field performance for this device.